Manufacturer narrative:
(B)(4). The event occurred approximately six weeks ago ( (B)(6) 2017). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a no flow event involving a clearlink continu-flo solution set. The nurse could only get fluid into the filling chamber but would not flow into the clearlink tubing. There was no patient involvement. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.